Manufacturer narrative:
It was reported that the twist valve was missing on the urine meter that came pre-connected with the foley catheter. Per report, the patient needed the foley catheter for c- section. The missing twist valve on the urine meter was reportedly not identified until after the foley catheter was already placed in patient and leaking was noticed coming from the urine meter. The entire foley catheter system (foley catheter with pre-connected urine meter) was replaced. There was no serious injury or follow-up care reported related to the event. Due to the reported foley catheter re-insertion, this medwatch is being filed. The sample was returned for evaluation and the missing twist valve on the urine meter was confirmed. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the twist valve on the urine meter (that was pre-connected to the foley catheter) was missing.